Event description:
A customer reported an issue with a tandem mobi cartridge alarm, which occurred during the cartridge load process. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support to remove the cartridge, administer a 9-unit bolus, and attempt to reload the original cartridge, which was unsuccessful. With assistance, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.